Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). Programming changes were suggested. No intervention was reported. There were no patient consequences.